Manufacturer narrative:
(B)(4).

Event description:
It was reported that the primary cuff leaked. There is no reported patient involvement, serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The damage in the returned device is not related to the manufacturing process.